Event description:
It was further reported that in treating the lesion located in the obtuse marginal branch of the left circumflex coronary artery, the maverick2 monorail balloon lost pressure at 4 atm's on the initial inflation. The pt was asymptomatic during this event. A terumo crosswire guidewire (size unk) and a 7f cordis britetip al1 guide cathter were also used in this case, but the type and size of introducer sheath and which inflation device was used are unk.

Event description:
During a ptca treatment procedure involving a calcified and 99% stenotic lesion in an unspecified coronary artery, the maverick2 monorail balloon was suspected to have ruptured on inflation. The maverick2 monorail balloon was removed and replaced with another catheter to successfully complete the procedure. Patient status is reported as 'good'. No additional information is available at this time.